Event description:
The account alleges that the power cord had a worn spot, with exposed wires that shorted out against the frame of the device, causing a large spark. No injuries were reported.

Manufacturer narrative:
The technician replaced the power cord, and also in-serviced the account staff on proper storage of power cords, to reduce the risk of damaging power cords, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.